Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the unit won't phaco and locks up or freezes intermittently. The phaco handpiece was replaced and the issue still happens. When the handpiece is tested on a different unit, it works fine. Additional information was received stating that this occurred during a surgical procedure. The console was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer said that system messages had previously displayed, but not in relation to these reported events. The tss noted the system messages that the customer saw point to a handpiece issue rather than a system issue. The system freezing that was reported could be due to saline solution (bss) being on the screen. The customer stated that they would monitor the system for a few days and look at the system when the reported event was happening. The customer did not request service. With no additional, related information provided, the customer reported event could not be confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).